Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had ongoing unexplained poor clearances (kt/v) since insertion of the catheter e.g. Kt/v - 0.87. Once the facility was notified of the device recall (rc-2022-rn-00769-1) it was suspected that the catheter may have this fault. The decision was made by the clinicians to replace the catheter. The catheter was explanted on (B)(6) 2022. The catheter replacement (with other catheter) occurred on the same day ((B)(6) 2022). Since replacing the catheter, the kt/v has doubled e.g. 1.59 using the same dialysis prescription. The catheter was not repaired. Chlorhexidine was the cleaning agent used on the device. Tego was not utilized and there was no luer adapter issue. The insertion site was cleaned with betadine prior to product placement. The dressing used was tegaderm advanced. There were no lotions or ointments used. Only hospital staff accessed and cared for the catheter in the clinical setting. Cleaning agents as described in the report were allowed to dry prior to dressing with no mixing of agents. No other agents other than described were used. There was no change to management protocol for this catheter. Flushing occurred as part of the usual access process and nothing abnormal was noted. Nothing unusual was noted about the device or packaging before or during use. Standard bloodlines and syringes were used on the catheter with no excessive force. Ongoing poor dialysis clearance as measured by the urea levels taken monthly pre and post dialysis. Poor clearance can lead to increased morbidity and mortality. Other than poor clearances and the need to replace the catheter, there was no additional medical intervention needed including blood transfusion. There was no other harm to the patient and there was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device had a leak due to a cracked or broken y-hub. It was reported that there was an insufficient flow issue and there was a leak detected between the lumens of device. The reported issues were confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.